Event description:
The lead was capped and replaced due to poor sensing and high thresholds. The lead was explanted approximately seven years later, returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead in segments was explanted, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.